Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 15-20 mg/dl. The cause of low bg was unknown. The customer received third party assistance from emergency medical technicians (emts), who provided intravenous therapy (IV) of glucose to address bg. The customer also mentioned they banged their ankle because of the low bg. No additional patient or event information was available.